Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #00625006530, trilogy bone screw, lot #61422329; catalog #00625006525, trilogy bone screw, lot #61159684; catalog #00625006530, trilogy bone screw, lot #61364047. No devices or photos were received; therefore the condition of the components is unknown. The reported devices are used for treatment. Review of the complaint history identified no previous complaint for the part-lot combinations of the reported devices. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a competitor product was used with the tm modular shell and trilogy liner. The specific stem could not be confirmed based on the description. Zimmer-biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at (B)(4). Additionally, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to the reported patient infection.

Manufacturer narrative:
(B)(4). Other device used: catalog #00630506440, trilogy longevity poly liner, lot #61181341 . This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to an infection.